Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed. Initially, the customer stated that the insulin pump was not pushing out the insulin. Instructed the customer to remove the reservoir, to rewind and to prime the device. The caller stated that the insulin did exit. Then the customer stated that he would like to upgrade the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.